Event description:
The facility reported to baxter an infusion pump that was involved in an incident of a free flow. The nurse was removing the tubing from channel b and reportedly, the blue clamp did not occlude the tubing. As a result, the medication was free flowing to the patient. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, medication involved, or set up of the infusion device.